Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to boot. Review of the log files showed malfunction of the ip-pc (image processing pc) as it didn't respond. The fse performed the system diagnosis and found that the m cabinet hs transfer switch and f3 switch was tripped due to a bad power surge. The fse tried to reset both switch but it didn't resolve the issue as there was no power on the ippc. The fse found that due to the power surge, the ippc and the monitor in the control room was faulty. The fse ordered and replaced the ippc and the monitor and reloaded the software on the ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced image processing pc and the color lcd monitor. The device was returned to expected functionality.